Event description:
It was reported that the vns patient would lose motor function on the left side of her body during stimulation on-times despite low device settings. The surgeon believed that the current from the patient¿s device was leaking from the patient¿s lead and thus impairing the patient¿s motor ability. The patient would regain her motor function during stimulation off-times. The patient's device was disabled. No further information relevant to the event has been received to date.

Event description:
The programming history database was reviewed and history only showed one line of data from (B)(6) 2004. The patient's device was interrogated and found to be disabled. Settings were 0/10/250/7/180/0/250/7. The patient's device was explanted on (B)(6) 2004.

Manufacturer narrative:
Cyberonics, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that cyberonics has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA.